Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. A received, all cables were pulled from the strain relief, damaging internal wires and the j702 connector on the distribution node (dn) pca board. The root cause of the damaged cables, wires, and connector is excessive force. There is no indication that the damaged cables, wires, and connector caused or contributed to the patient's death. The damage is consistent with CPR efforts and likely occurred during device removal.

Event description:
During servicing of a patient's electrode belt, which was returned for investigation into the patient's death, a reportable problem was found. All cables on the electrode belt were damaged. There is no indication that the damaged cables caused or contributed to the patient's death. The patient was reportedly having seizures and CPR efforts were attempted at the time of the event. Review of the download data indicates that the patient was in bradycardia at the time of device removal. Bradycardia is considered a non-treatable rhythm.